Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 240 lbs. Concurrent conditions included body mass index normal. In june 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight loss( specify which one) gain"). On an unknown date, the patient experienced rash ("rashes or skin conditions type: skin was broken out"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, weight increased and rash outcome was unknown and the female sexual dysfunction and headache had resolved. The reporter considered dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, date(s) of insertion: jan2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Ultrasound scan vagina: on an unknown date: date not recalled-approximately 3 months after insertion: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received. Reporter's information was updated. Date of removal was updated. Added event abnormal bleeding (vaginal, menorrhagia), apareunia , skin was broken out, migraines, headaches, dysmenorrhea (cramping), weight gain. Updated outcome of events. Updated onset date of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.